Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.